Manufacturer narrative:
The customer reported that the central nurse's station (cns) was rebooting and would keep doing this constantly. According to the customer, the cns will try to launch the application, but then it will do a spontaneous reboot and go back to the os start up. Technical service (ts) recommended for the customer to plug the cns tower direct to the ac power, but the issue persisted. Ts informed the customer that both hard drives could be corrupted so the unit will need new drives. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt # 1: 06/02/2021: emailed the customer via microsoft outlook for patient information: the customer replied by simply stating; I haven't worked on a cns in several weeks. I'm not sure what this is in reference to. Attempt # 1: 06/02/2021: emailed the customer via microsoft outlook for patient information: the customer replied by simply stating; I haven't worked on a cns in several weeks. I'm not sure what this is in reference to. Attempt # 1: 06/02/2021: emailed the customer via microsoft outlook for patient information: the customer replied by simply stating; I haven't worked on a cns in several weeks. I'm not sure what this is in reference to.

Event description:
The customer reported that the central nurse's station (cns) was rebooting and would keep doing this constantly. According to the customer, the cns will try to launch the application, but then it will do a spontaneous reboot and go back to the os start up.